Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that she was receiving no delivery alarms on the insulin pump for a few days, during all of which she was wearing the same infusion set. The customer's blood glucose was 200 mg/dl. The customer declined troubleshooting and was advised to change the set completely. Nothing further was reported.